Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter did not provide power. The controller ac adapter was taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller ac adapter revealed that the device passed visual examination and functional testing. The adapter was able to power a controller as expected. As a result, the reported event could not be confirmed. Based on the available information, possible causes of the reported event can be attributed, but not limited to, a marginal connection between the controller ac adapter and the controller and/or a marginal connection between the controller ac adapter and the wall outlet. If information is provided in the future, a supplemental report will be issued.